Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3 005168196-2023-00342 1. Section h. Box 1. Device code 1. Evaluation of the returned lantern confirmed that the catheter was fractured. This type of damage typically occurs if device is advanced against resistance and become kink and subsequent fracture. Based on the reported complaint, there was no mention of resistance. Therefore, the root cause could not be determined. Further evaluation revealed an additional fracture on the catheter shaft. This damage was incidental to the reported complaint and may have also occurred during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) using a lantern delivery microcatheter (lantern) and a guidewire. During the procedure, while introducing the lantern to the target location, the physician fractured the lantern at the mid-shaft. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.